Event description:
During in-house testing, the plunger holder/track ii was found damaged in such a way that it would have failed to alert load syringe plunger while on a unit. No patient injury or treatment was associated with this event.